Event description:
It was reported that an untreated episode was recorded as well as noise involving this electrode. A possible issue with the electrode was suspected. Data review was sent to technical services (ts). Ts noted that the issue could be related to strong electromagnetic interference. Subsequently a revision took place and after connecting this electrode to the new device, a fracture of the insulation was observed. The physician alleged that the conductor was exposed thus the electrode was explanted and replaced. A crack was seen at the insulation part of the electrode. The electrode was cut for extraction purposes, and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections observed a bunch and an abrasion sleeve just distal to the terminal boot which likely occurred at the explant. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an untreated episode was recorded as well as noise involving this electrode. A possible issue with the electrode was suspected. Data review was sent to technical services (ts). Ts noted that the issue could be related to strong electromagnetic interference. Subsequently a revision took place and after connecting this electrode to the new device, a fracture of the insulation was observed. The physician alleged that the conductor was exposed thus the electrode was explanted and replaced. A crack was seen at the insulation part of the electrode. The electrode was cut for extraction purposes, and will be returned. No additional adverse patient effects were reported.